Manufacturer narrative:
Product ID: 3998, lot# v013231, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that the patient recharged his battery and after turning his device on he felt no parasthesia. The patient reported no falls or incidents. The patient also mentioned he had had light "tingling" in various areas of the trunk over the past "couple" months prior to the report. The patient stated he always checked his settings and verified if the system was on before making changes. Interrogation of the patient's device showed it had gone through a power on reset (por), but the patient denied ever seeing the por. The patient had to drive through an x-ray machine for work and stated it most likely had a magnetic field. The patient was unable to get stimulation at the settings on the day of the report and the electrodes being used in his three programs had impedances >40,000 ohms. The patient was reprogrammed around the electrodes and achieved good parasthesia through the pain area. An x-ray performed showed a suspicious area at the connection of the extension. The patient was alive with no injuries.